Event description:
A customer complained after observing non-reproducible, higher than expected vitros troponin I es results from 3 different samples collected from 3 different patients on a vitros eci instrument. Patient sample 1: result 0.25 ng/ml vs. Expected results 0.024, 0.025 ng/ml. Patient sample 2: result 0.13 ng/ml vs. Expected result <0.012 ng/ml. Patient sample 3: results 0.165 and 0.258 ng/ml vs. Expected result 0.014 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The results were reported outside of the laboratory and corrected reports were issued. No allegations of patient harm were made as a result of the events. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es results were observed from 3 different samples collected from 3 different patients on a vitros eci instrument. The most likely assignable cause was instrument related, as tropi es within-run precision test results indicated the vitros eci instrument was not performing as intended. Following service actions, acceptable tropi es performance was obtained. The possibility that an issue with the vitros troponin I es reagent, and/or pre-analytical sample handling had contributed to the event could not be ruled out.